Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition could not be confirmed. Five different attachments were tested on this motor with no issues (including angle, straight, and craniotome style attachments). The device meets manufacturing specifications.

Event description:
Report received from the u.s. Stating that the device and the attachment came apart. The device was being used in a laminectomy surgery. No injuries were reported. There was no additional info provided.